Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received voluntary medwatch (mw5151177). The manufacturer received information alleging soot in his nose. There was not report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
"(Device) problem code grid" section has been updated/ corrected.

Manufacturer narrative:
Updated information to h6 coding: evaluation method code - device not returned. Evaluation results code - no findings available. Component code - insufficient information. Conclusion code - cause not established.